Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the screw in the middle broke for the cable bracket. No other details regarding the nature of the event were provided. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully and there were no adverse consequences to a patient as a result of this event.